Event description:
Procedure type: two-level interspinous fusion. According to the reporter: it was difficult to actuate the handle and the tip of the screw driver broke off in the locking plate during final tightening. The surgeon was unable to remove the tip of the driver from the implant set screw. The surgeon then decided to remove one of the interspinous processes to complete the surgery. The lower level implant was not removed. No additional info was received regarding this incident.

Manufacturer narrative:
(B)(4). Eval of the product is currently being performed, but a root cause has not yet been determined.